Event description:
It was reported to medtronic minimed that the customer reported an open book image error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the open book image, explained the pump performs safety checks and an error was found. Troubleshooting was performed for the replace battery now alarm and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the cosmetic damage and the customer was advised to monitor the product. The customer reported a scratch on the pump. The pump is functioning as designed. The customer reported receiving a replace battery alert. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer was instructed to continue to use the pump until the replacement arrived if a new battery was installed. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case, scratched lcd window. The scratches on the lcd window are minor; it is not difficult to read and navigate the menus. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to confirm / not confirm unexpected battery power loss and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The case was cut open. There is corrosion all along the bottom of pcba1, on the back of the lcd screen, and inside the battery compartment. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.